Event description:
It was reported that (3) tct75 were used during a subtotal colectomy procedure. It was reported by the rep that the tech informed the co that during the above procedure, tech and dr attempted to use 3 different tct75 linear cutters. All 3 of them were "permanently locked out" and would not fire. Upon inspection, the tech felt that the firing knob in all staplers was already partially forward prior to being removed from original packaging. The tech reported that despite a sizeable amount of force on the firing knob it would not advance further than 1cm. The tech and the surgeon have had years of experience with the co's stapling products. The procedure was finally completed by using multiple firings of a tlc55 linear cutter with no further incidence. There was no consequence to pt.